Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped working after being exposed to water. The customer's blood glucose was unknown at the time of incident. The customer stated that they pressed bolus and esc button but were unresponsive then the insulin pump alarmed failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.